Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to bacteremia. The ICD system was later replaced. No further patient complications have been reported as a result of this event.